Event description:
A customer reported to beckman coulter, inc. (Bec) that line 30 popped off on synchron lx20 pro clinical system upon changing a reagent, and leaked carbon dioxide alkaline buffer. There was no effect to patient or user.

Manufacturer narrative:
Bec customer technical support (cts) attempted troubleshooting with the customer by having the customer verify that there was no pinched tubing. The cts had customer remove line 31 and prime. Line 29 popped off. The customer noted that the j9 plug was bent up and loose. The customer gently pushed the cable back into the connector and primed the alkaline buffer. The line continued to pop off. On (B)(4) 2011, bec field service engineer (fse) found the ise circuit board and ise valve interconnect damaged. Connectors j9 and j10 were damaged. Both connectors were dislodged from the board. The fse stated that the customer had performed bunm maintenance on 07/04/2011 and ise maintenance on (B)(4) 2011. When bunm module returned to running position the bun sensor cable had looped over in the path of the ise interconnect valve board. When the customer returned the ise to the running position, the interconnect snagged the bun sensor cable and pulled the j9 and j10 connectors loose from board. The fse was able to confirm no further parts were damaged. The instrument homed and primed 20 times with no leaks or tubing popping off. Ise (ion selective electrode) chemistries calibrated successfully, and qc results were acceptable. The fse verified repair per established procedures. On (B)(4) 2011, the fse followed up and replaced the valve interconnect board. The fse verified repair per established procedures. The root cause for the event can be attributed to the user error of incorrect set up. (B)(4).